Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 10-aug-2025 and were acceptable. The qc recovery data provided was acceptable. The investigation determined that a sample discrepancy is likely. The specificity of the elecsys hiv duo is less than 100% and false reactive results may occur. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient on a cobas e 801 analytical unit compared to a competitor analyzer. The hiv duo result was 4.77 coi, interpreted as reactive. The sample was tested on an abbott analyzer and the hiv result was 0.05 s/co, interpreted as non-reactive. The sample also underwent molecular testing (hiv rna, nat) and the result was non-reactive.